Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The field service engineer (fse) replaced coulter dxh diluent lot number 3510600 with another lot number, resolving the issue. (B)(4). This MDR is related to the following mdrs for similar event on different days at the same customer facility: 1061932-2014-02385,, 1061932-2014-02387 1061932-2014-02388.